Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and out of range impedance measurements due to subclavian crush. Non-sustained noise was detected with a lead integrity warning during a follow-up. A surgical procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is expected to be returned to boston scientific for analysis. This report will be updated upon receipt of further information, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The clinical observations were confirmed through laboratory testing.